Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a low blood glucose (bg) level of 50 mg/dl. The customer consumed glucose tablets to treat the low bg level. Although requested, the customer was unable to upload the pump data for further review of the reported event. Recommendation was made to consult with health care provider regarding diabetes management.